Event description:
Pt during hemodialysis treatment lost blood > 275ml. Pt has history of dementia with manifestations of high anxiety. Pt has history of picking at tape during hemodialysis treatment. Staff went to pt chair for eval and noted needle nearly dislodged and tape not adhere to skin. Pt treated and sent to hospital for eval.